Manufacturer narrative:
Mentor estimated date of event approximately on (B)(6) 2019. If additional information received with the exact date of event, the information will be updated and submitted accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number (B)(4) .

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel 600cc silicone breast implants which patient reported immediately after surgery patient began to feel a change in both breasts. The left implant is causing much more pain and discomfort than the right. The pain in the left breast is constant and the right breast implant is tender to the touch after implantation. No product problem confirmed. As a result patient had the devices removed with no replacement on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 6/20/2019, per correct codification patient code generalized illness added to the patient codes. On 6/21/2019, the date of explantation updated to (B)(6) 2019 as per clinicians assessment. Manufacturer¿s reference number: (B)(4).